Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on an unk date. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2017 which is captured in separate file. It was reported the patient underwent removal surgery of the mesh on an unk date. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/04/2024. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2018 due to infection and adhesion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on 04/23/2018. (B)(4) submitted for adverse event which occurred on 1/13/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.